Event description:
Three in.pact admiral paclitaxel-eluting balloon catheters were used during index procedure to treat a lesion in the sfa/popliteal of the left leg. Approximately 19 months post index procedure, the patient suffered stenosis related to the target lesion (>75%). The target lesion was treated 6 days later with an in.pact admiral paclitaxel-eluting balloon catheter and non-medtronic devices. Thrombo-endarterectomy of the left afs, afc and afp was also carried out. The investigator assessed that the event was not related to the study device, procedure or paclitaxel. The event was resolved.

Manufacturer narrative:
Previously reported revasc which occurred 19 months post index procedure has been assessed by the cec as related to the study device but not related to the index procedure or paclitaxel.

Manufacturer narrative:
(B)(4).